Event description:
Procedure: colon resection. According to the reporter: the surgeon fired the instrument. When the surgeon pulled back the instrument, he took some extra tissue off the colon with it.

Manufacturer narrative:
(B) (4).